Manufacturer narrative:
Patient fell post-operatively. Surgery is planned to clean out the knee and exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient fell post-operatively. Surgery is planned to clean out the knee and exchange the poly inserts.